Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error issue was verified, but the settings and cartridge alarm issues could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that a cartridge alarm occurred and that a cartridge change error occurred. Reportedly, the customer went to the emergency room (ER). The customer's blood glucose (bg) level of 380 mg/dl, with high ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with fluids of saline and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage. Ultimately, the customer reverted to manual insulin therapy.